Manufacturer narrative:
(B)(4). Device has been requested. No product returned. Customer complaint could not be confirmed. No conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports lower than reference pt/ inr results with hemochron elite microcoagulation system. The test was repeated on a lab instrument and pt/inr results 3.2 generated.